Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and "rapid heart rate". It was also reported that the right atrial (ra) lead was oversensing, had noise, and possible far-field r waves were noted on the stored electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician that it was weakness that was diagnosed; the patient did not experience true syncope.